Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 440 mg/dl. Customer stated that they got insulin flow block alarm. The status of auto mode was unknown at the time of high blood glucose event. The insulin pump will not be returned for analysis.